Event description:
On (B)(6) 2010, the customer reported three (3) leaking intermate units, (B)(4), lot# 10c054. The units were filled with pamidronate 90mg in 250ml nacl 0.9%; civa admixture (B)(4), lot# 10f17cc0004. The problem was noted prior to product use and there was no reported patient injury or medical intervention. During a customer follow up it was indicated that the leak was noted upon receipt of delivery; the leak appeared to be from the winged luer cap. Samples are available for evaluation.

Manufacturer narrative:
The investigation determined that the discrepancies were most probably caused by a sample handling issue.

Event description:
Customer alleged obtaining erratic results with serum samples on the cobas 6000 c501 module for two different patients. Patient #1: sodium results initial test = 140 mmol/l; repeat #1 = 131 mmol/l with data flag; repeat #2 = 140 mmol/l patient #2 (male): glucose results initial test = 58 mg/dl with data flag; repeat = 114 mg/dl ast results initial test = 6 u/; repeat = 17 mg/dl alt results initial test = 2 u/l; repeat = 18 u/l total protein results initial test = 0.0 g/dl with data flag; repeat = 7.0 g/dl albumin results initial test = 0.2 g/dl with data flag; repeat = 3.9 g/dl customer stated that no patients were affected because no results were reported outside the laboratory. Sodium electrode lot #: 61860501 glucose reagent lot #: 61774601 ast reagent lot #: 61755701 alt reagent lot #: not provided total protein reagent lot #: not provided albumin reagent lot #: not provided the field service representative could not define the cause of the event. He checked and aligned the rinse system and checked mixer operation and intensity on the analyzer. Precision tests performed by the field service representative and calibrators, controls, and patient samples run by the customer were all acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.